Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('passed a coil yesterday') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion. The reporter considered device expulsion to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- passed a coil yesterday. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.